Event description:
This system has been removed due to infection and erosion. Per rep., the leads were explanted and discarded. This system has not been replaced. Setrox s 45 MDR 1028232-09-00365. Setrox s 60 MDR 1028232-09-00366.